Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. During the evaluation at the local service department, it was found that the cable of the subject device was broken. Omsc surmised that the reported phenomenon occurred due to the following cause. - the user excessively bent, pull, twisted, coiled, squeezed, or crushed the cable, and consequently the cable was broken, and the communication failure occurred.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during maintenance of the subject device, the endoscopic image of the subject device was not displayed and the scope communication error e216 and e226 occurred. The user replaced the subject device with another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.